Manufacturer narrative:
The customer recalibrated the assay using expired calibrators and controls were within range. The following day control 1 generated a result of >150 and 21 ug/ml. The customer placed a new reagent cartridge of the same lot onto the instrument and stated no additional reproducibility problems were observed. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer observed imprecise results for a control and pt sample on the architect valproic acid assay. A pt generated an initial result of >150 ug/ml. This result was not reported. The customer stated controls were within range. The following day control 1 was out of range high with a value of 104 ug/ml (target of 21 ug/ml). The control was retested and generated an expected result of 21 ug/ml. The pt sample was retested with results of 80 and 81 ug/ml. No impact to pt management was reported.